Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The svc report is as follows: alarms present: fos continuous bit failed/dspaperiodicdataacq. Line: 418 arg 1 0x0 and 0xc00c, arg 2 0x0. Ran fiber optic test pwm 40 lamp output: 159. Result: no fos errors. Replaced 0997-00-1162e. New board, pwm 51 lamp output 241 signal count 163 signal level 164 if the unit/part is returned for eval and up on results availability a supplement document will be provided. (B)(4).

Event description:
The customer reported: fiber-optic modular alarm..when cable is plugged in.